Manufacturer narrative:
The device evaluation was completed. A visual inspection was performed with the naked eye which revealed a white residue inside the tubing. Further investigation of the particulate matter revealed that it had similar characteristics to a fatty acid and was identified as calcium stearate, calcium carbonate, and a small amount of carbonyl-based material. The reported issue was verified. The direct cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed in the tubing of a titanium transfer set. This was noticed while in use on a patient. The set had been in use for four months. There was patient involvement but no patient injury and no medical intervention. No additional information is available.